Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 07jan2019. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the green and orange power light emitting diode (led) had a contact failure and turned off. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 25feb2019. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.